Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's battery is failing calibration. No one was harmed.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit's battery is failing calibration. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
The fse replaced the defective batteries to fix the issue. The iabp passed functional tests and was returned to the customer for use.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).